Event description:
Per the clinic, the patient experienced facial nerve stimulation due to anatomical differences. Subsequently, the device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.